Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions and is believed to have functioned in a normal intended manner. The implant appears to have been successfully delivered. Additional intervention (procedure and medication), bleeding (severe, hematoma), and hospitalization are known possible outcomes following the urolift procedure.

Event description:
On feb 1, patient underwent a successful prostatic urethral lift procedure with 6 implants. Patient, who has a history of (B)(6), anxiety and ptsd, was admitted due to complaints of malaise and tachycardia. During hospitalization, patient became distended and a CT scan revealed an extraperitoneal hematoma for which he received transfusion. Patient also received IV antibiotics due to recurrent low grade fever and diarrhea. He received no additional intervention for the hematoma and was later discharged after 9 days of hospitalization and was in stable condition at the time of the discharge.